Event description:
The customer reported the generation of a false low patient result for sodium (na) with low anion gap on their dxc 600 clinical chemistry analyzer. The customer repeated the sample on another system with results considered correct. The erroneous result was not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided the data for the one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer, and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).